Event description:
It was reported post diagnostic angiography an angio-seal was used to seal the right femoral arteriotomy. Ten days later, the patient returned to the hospital for a staged coronary inverventional procedure. The patient reported having pain in the right leg since the diagnostic angiogram. A femoral angiogram revealed a stenosis in the leg. The patient underwent surgival intervention. The angio-seal was removed.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible as the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined the IFU caution should ischemic symptoms appears, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.